Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast prosthesis rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with a mentor memorygel breast implant 700cc gel breast prosthesis (left device) and a mentor memorygel breast implant 600cc gel breast prosthesis (right device) that both ruptured post implantation. Right implant rupture and possible left implant rupture were diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memoryshape breast implant 755cc gel breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 08-jun-2022, the mentor failure analysis lab received the device for evaluation. On 15-jun-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).